Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the doctor attempted to release the clip of the subject device after catching the tissue. But he could not release it. Therefore, the doctor severed the insertion portion of the subject device and retrieved the clip with the biopsy forceps. The details of the procedure were unknown. The doctor completed the procedure with another device. No patient injury was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00983 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coil sheath, the tube sheath and the manipulation wire were severed. The hook for hanging the clip was deformed. The clip was come off the hook. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. Based on the similar cases in the past, the user might be unable to release the clip since the slider was incompletely pulled. The slider might be incompletely pulled since the endoscope was abrupt angulation or the user did not pulled the slider up to the thumb ring. The instruction manual of the subject device warns; do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Pull the slider up to the thumb ring gently to detach the closed clip from the coil sheath. If resistance to extending is encountered, straighten the angulated distal end of the endoscope until the clip can be extended smoothly.